Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infection at infusion set insertion site on (B)(6) 2025. Patient discussed the infection with the health care professionals (hcp) and received the medications for the infection. Infusion set was used for two to three days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.